Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system experienced an issue where the scheduled medication simethicone was not appearing on the pyxis medstation when user attempted to remove the dose from the profiled station. A technical support specialist reviewed the reported missing order, analyzed the provided order ids, and identified a database-level error message (timing record has a repeat pattern that is not mapped to a standard ¿ rxordermsgscheduleinvalid). The tss verified that other orders were crossing over successfully, confirmed that the issue was related to order configuration, and advised the customer to engage the meditech interface team for further investigation, as the messages were being received correctly from the es side. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower system experienced an issue where the scheduled medication simethicone was not appearing on the station when user attempted to remove the dose from the profiled station. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.